Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system and self-treated with rapid-acting oral carbohydrates without loss of consciousness or seizure. Symptoms included low blood glucose. Outcomes included recovery with self-treatment and no need for medical intervention or hospitalization. Investigation included attempts to obtain additional blood glucose information by phone. Investigation of this case revealed no device malfunction reported and no device component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.